Manufacturer narrative:
(B)(4). The event is currently under investigation. Investigation/evaluation: during the course of the investigation, a review of the complaint history, specifications, documentation, quality control, instructions for use (IFU), drawings and manufacturing instructions was conducted. The complaint device was not returned to assist in the investigation. The device is packaged with an IFU which gives device description, intended use, contraindications, warnings and precautions as well as instructions for placement and use of the device. There is no evidence to suggest that the device was not manufactured to specification. In reviewing complaint data for all ult catheters, this is the first and only complaint referring to skin reaction to the catheter tubing. Without the returned complaint device, the root cause cannot be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Patient developed a local skin reaction where the g-tube touches the skin. The skin improved when a dressing covered the skin and the tube did not touch the skin.

Manufacturer narrative:
Lot # unknown as it was not provided. (B)(4). The event is currently under investigation.

Event description:
Patient developed a local skin reaction where the g-tube touches the skin. The skin improved when a dressing covered the skin and the tube did not touch the skin.